Event description:
A blazer ii 7f/4mm ablation catheter was used to map a vt in the left ventricle using a retrograde approach. The catheter curve broke in the left ventricle (but did not separate) while mapping the vt. The catheter was found to have a problem with the steering mechanism, resulting in a unidirectional curve. The physician attempted to place the new catheter into the femoral artery, but could not advance the catheter past the groin area. The physician then tried to use a wholey guidewire and advance it past the groin area, but could not advance the wire. The physician thought that there may have been a dissection of the artery, so he decided to perform an arteriogram. An interventional radiologist was called into the procedure room to read the angiogram. Both physicians decided to abort the procedure for further diagnosis.

Manufacturer narrative:
The sales rep for boston scientific was present at the case and had briefly examined the steering mechanism of the catheter after removal. He observed that the device was able to be returned to the neutral position. In the relaxed position (no tension), the catheter had a slight 's' curve, and was only able to be steered in a uni-directional mode. Continual attempts are being made to obtain additional information and the product from the hospital. Good faith effort will be made to obtain product and information to conduct a full investigation.